Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt has to recharge the ipg more frequently than normal. An impedance check revealed low impedance. As a result, an sjm rep advised the pt to use a program with a lower frequency.